Event description:
The customer's mother stated that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 379 mg/dl. Troubleshooting was performed and all of the programming on the insulin pump was correct. It was found that the customers infusion set had last been changed the day of the event and that the customer had received no delivery alarms on the insulin pump. The insulin pump passed the prime test. The high pressure test was not performed because the no delivery alarms were occurring on the day of the event confirming that this feature was working within specifications. The mother called back after the initial call to report that the customer was receiving no delivery alarms again and that she was taking the customer to the emergency room. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.